Manufacturer narrative:
Evaluation summary: the product was not returned; the lens remains implanted. The lot number was provided. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for use with the lens/cartridge combination used. A handpiece was indicated which is not qualified for use with the cartridge used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. Address is not indicated at this time. (B)(4)

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed anterior capsular contraction. The anterior capsule was completely closed three months postoperative. Additional information was provided by the surgeon, who reported that the patient developed anterior capsular contraction observed on the eight week postoperative visit. Seven weeks later, the patient reported difficulty seeing. The corrected visual acuity dropped from 0.8 to 0.1. An anterior capsulotomy was performed three weeks later and the visual acuity improved. The anterior capsular contraction has not recurred. Additional information has been requested.